Event description:
It was reported that three devices activated without the activation button being pushed, and the button was stuck in the on position continuing to activate during laparoscopic hysterectomy. The device was plugged into a generator. Another ligasure device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: lf5637, ligasure lf5637 retractable l hook, (lot #43250277x) lf5637, ligasure lf5637 retractable l hook, (lot #43250277x) vlft10gen, vlft10gen ft series energy platformx1, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one device was opened, and the button tested. The device¿s button found to be stick in the on position and continued activating when unintended prior to laparoscopic hysterectomy. The device had in-line activation. The device was plugged into a generator. Another ligasure device was used successfully with the same generator. There was no patient involvement.